Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7053508, UDI: (B)(4). Product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7053526, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation, intermittent stimulation and overstimulation randomly when the device was turned on. High impedance readings were discovered on the non-boston scientific left lead however it could not be determined if the high impedance came from the non-boston scientific lead and lead extension or the boston scientific ipg and adapters. Therefore, the patient underwent a revision procedure during which the boston scientific ipg and adapters were explanted and replaced with a non-boston scientific ipg. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.